Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited two untreated episodes due to myopotential oversensing in the secondary vector. The patient will be hospitalized and reprogramming will occur soon. The s-ICD remains in service and no additional adverse patient effects were reported.